Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter observed inside a small volume intermate. This was noted which contains ceftazidime. It was not specified when this observation occurred. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) revealed a white particle floating in the fluid of the reservoir approximately 1.36 mm in length. The particle was identified to be an acrylic material via ft-ir spectroscopy testing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.